Event description:
The pa informed that this previous patient is being treated for a post op pin track infection. This location is where the recovery marker is placed distally in the tibia. The patient is 7 weeks out from surgery, and is still being treated. During the surgery there were no issues during the case per the case report for this patient. Both the femur and the tibia cuts were completed. There were no injury to the patient.

Manufacturer narrative:
Incident was reported 49 days post-surgery that the patient continues to deal with an infection after being treated with antibiotics and wound care. Further discussion with the clinical trainer revealed that the pin was the long recovery marker which was installed into the tibia through a percutaneous incision. It is at the surgeon's discretion whether they install the recover marker within the incision or percutaneously. Recovery marker is a single-use device and was disposed after the procedure, therefore, will not be available for evaluation. The think surgical single-use devices used for the tka procedure are supplied to the customer and labeled as non-sterile. It is the customers responsibility to clean and sterilize these devices according to IFU provided by think surgical.. Think surgical does include a recommended sterilization process which is described in IFU, however this is only a recommendation and if the hospitals procedures differ the customer can use their own procedures for cleaning and sterilization method. Per the clinical trainer the parts are cleaned and placed into "peel packs', these peel packs contain all the single-use parts used for one procedure. The facility packs the devices into double peel packs (one over the other), then autoclaves the peel packs which are then placed into bins to be used in future procedures. As this method is not listed in the think surgical IFU as the recommended process, it is presumed that this is a hospital procedure which think surgical does not regulate. There was no failure in the product or the validated process of cleaning and sterilizing the instrument. Tsolution one® tka instructions for use & safety information adverse effects section mentions the following "in a small percentage of cases, installation and/or removal of the motion recovery markers may cause unexpected blood loss, infection and delayed healing, soft tissue damage, and/or pain." (B)(6) 2022, the procedure was to perform a debridement and wash out of the infected site where the tibial recovery marker was placed during their tka procedure on (B)(6) 2022. The patient will be seen in one week for follow-up. (B)(6) 2022 patient was seen by the physician's assistant (pa), according to the clinical trainer the pa reported back that "the site is looking good'. (B)(6) 2022 patient was seen by the physician's assistant (pa). Comments were the site was good, there was no drainage or infection. The site was previously closed, so the sutures were removed. The clinic has released the patient.